Event description:
It was reported this balloon ruptured at 8 atmospheres during dilatation of another manufacturer's four-year-0ld stent in the iliac artery. Resistance was encountered upon removal of this balloon catheter, which resulted in a segment of the balloon material detaching and remaining in the stent. An attempt to retrieve the detached segment with a snare was unsuccessful and the snare became caught in the stent. The patient was sent to surgery where a successful bypass procedure was performed. Uneventful removal of the snare was also performed at that time. No retrieval of the detached balloon segment was attempted. The patients condition is good. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the distal 3.7 centimeters of balloon material was detached and not returned for evaluation. Adhesive was located at the distal bond area. The balloon exhibited a circumferential tear 5 millimeters proximal to the proximal radiopaque marker as well as a longitudinal tear located distally on the remaining 2 centimeters of balloon on the proximal end. Scratches were located on the balloon surface. No damage was noted to the catheter shaft. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overperessurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. Follow-up indicated resistance was encountered during this procedure and this balloon was being used to dilate a stent in the vasculature, which is a non-indicated use of this device. It was also indicated the stent may have been malformed and hanging into the lumen of the artery which resulted in the balloon becoming caught on an interstice of the stent during dilatation. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. The co beleives the above factors may have contributed to this event. However, the co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. No not reinflate and remove carefully. Ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended. Only 4mm through 8m o.d. And 1.5,2,3 and 4cm length balloons on 75cm length shafts are indicated for stent deployment/optimization for palmaz and palmaz-schatz balloon-expanding stents for the biliary system."